Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that boston scientific technical services (ts) received a call regarding a lead safety switch (lss) switching a patient's device to unipolar pacing due to pace impedances of greater than 3000 ohms while in bipolar pacing. The right ventricular (rv) lead showed noise in both unipolar and bipolar pacing configurations. The patient, mainly pacing with the right atrial (ra) lead, had no symptoms. The patient was sent to the electrophysiologist to assess lead integrity, and the device was reprogrammed as a result. The device and leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) received a call regarding a lead safety switch (lss) switching a patient's device to unipolar pacing due to pace impedances of greater than 3000 ohms while in bipolar pacing. The right ventricular (rv) lead showed noise in both unipolar and bipolar pacing configurations. The patient, mainly pacing with the right atrial (ra) lead, had no symptoms. The patient was sent to the electrophysiologist to assess lead integrity, and the device was reprogrammed as a result. The device and leads remain in service. No additional adverse patient effects were reported.